Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The handle on the threaded ring was bent. A functional evaluation was performed. The air swivel had a leak. The device wouldn't hold pressure. The piston migration was at 2.4 inches. The reported complaint was confirmed and the root cause has been associated with a seal failure. The evaluated failure of "won't hold pressure" can also be attributed to a seal failure. An analysis of the enclosed image appears to show a spider 1. The swivel connector appears to be covered in gauze. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that "not holding pressure" is a repeat issue. Internal complaint reference: (B)(4).

Event description:
It was reported that, the spider limb positioner was broken. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit was not holding pressure which makes it a reportable event.